Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " broken implant removed during surgery." A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported rupture of breast implant, "broken implant removed during surgery". This relates to an unknown side. Device has been explanted.